Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance, greater than 200 ohms. This rv lead remains implanted. No adverse patient effects were reported.